Event description:
The patient never experienced a therapeutic effect from her implantable neurostimulator. Her device was reprogrammed and she experienced "a stabbing shocking sensation" with stimulation set at 1.8v. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).